Event description:
It was reported that a patient inserted a new freestyle libre 3 plus sensor and experienced a pairing failure, which resolved after the agent instructed the patient to rescan, leading to a normal warm-up display. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. User support included customer service troubleshooting and user education. Investigation of this case revealed a transient pairing communication issue that was corrected through standard rescanning procedures, with no device component damage or malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error resolved by instructed use.

Manufacturer narrative:
Initial.